Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of low erroneous results for 4 patients tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module compared to a different e602 module. The erroneous results were reported outside of the laboratory. Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The tsh reagent lots in use for the tests were 27407100 with an expiration date of (B)(6) 2018 and 267269. The expiration date was not provided for reagent lot 267269. The customer then selected patient samples where low tsh results were generated between (B)(6) 2018 on the e602 module in question and repeated the patient samples on a different e602 module. Of the data provided for 16 patient samples, the tsh results for 3 patient samples were erroneous. Refer to the attached data for the comparison patient results. The field service representative (fsr) visited the customer site and found a damaged liquid level detection wire on the sample probe.

Manufacturer narrative:
The investigation determined that the issue found by the fsr was the root cause of the event. The customer has not complained of any additional issues since the service visit.